Event description:
Patient gained 19 pounds while on hemodialysis machine during normal three hour treatment. Target fluid loss was set at 909 cc. Machine was tested per facility policies and procedures and passed integrity tests (ie., manufacturer's pressure holding test).atient entered facility with no complaints. Patient weighed 161 lbs. Pre-treatment and 180 lbs. Post treatment. Other than weight gain, there were no unusual incidences during treatment.machine evaluated post treatment by bio-medical technician. Pre-pump pressure regulator showed stress crack. Two valve plungers were found in poor condition (corroded), and could have contributed to the problem.electronic scale used to obtain patient weight was checked using 2 known 25kg weights and was verified to be accurate.